Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to moisture damage to the force sensor resistor. The functional tests could not be performed due to this alarm. The insulin pump had cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and moisture damage to the electronic assembly and motor.

Event description:
Customer reports to have received a compromised forced sensor alarm during priming. Customer also reports to have received a no delivery alarm and that there was condensation under display screen. Customer states drive support cap appeared normal. Customer's blood glucose was 101 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.